Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: (B)(6) had a pca 8120 failed barrel clamp open position testing during pm. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) has replaced syringe size sensor, but it did not resolve the issue. I reviewed the process how he replaced the sensor and found out he did not install the washer that came with the syringe size sensor kit. I advised him to install the washer. (B)(6) will do so. If he still have an issue, he will call me back.